Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead 70cm. Additional information was received that the physician believed the infection was not device related. There was redness in proximity to the ipg pocket and the patient was given oral antibiotics. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg explant procedure due to an infection.

Event description:
A report was received that the patient will undergo an ipg explant procedure due to an infection.